Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation rubberized glue was found in the chiller pump and throughout the tank. The tank seals were replaced. The tank was cleaned. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per review of wo notes, device had water in chiller tank. Chiller temperature (t4) was 33.3, mixing pump command (mpc) was 100 percent. Assessment of chiller circuit/device. Per sample evaluation results on 18mar2026, decontamination technician noted that the control panel did not boot up when powered on. Rubberized tank seal glue found in the chiller pump and throughout the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per review of wo notes, device had water in chiller tank. Chiller temperature (t4) was 33.3, mixing pump command (mpc) was 100 percent. Assessment of chiller circuit/device. Per sample evaluation results on 18mar2026, decontamination technician noted that the control panel did not boot up when powered on. Rubberized tank seal glue found in the chiller pump and throughout the tank.